Event description:
A tibial stem extension fractured two-and-half years post implantation. The surgeon reported inadequate bone stock was a definite factor in the failure of the device. The knee was revised 07/2004 without incident.